Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. No leaks or tears were observed along the fluid path. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device leaking fluid or failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 301 mg/dl while wearing the pod between 4 and 24 hours. The pod leaking insulin during wear was also reported. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment. The patient's blood glucose and insulin history is as follows:   time bg (mg/dl) bolus (u): 4:00pm 220 11, 7:00pm 227 5, 8:40pm 301 n/a, changed pod.